Event description:
Boston scientific received information that this patient was admitted to the hospital after experiencing syncopal episodes. During system interrogation, it was noted this right ventricular (rv) lead was not capturing, and had poor sensing measurements. The impedance measurements were within range. The decision was made to surgically abandon and replace this rv lead. There were no additional adverse patient effects reported.

Manufacturer narrative:
At this time there is no additional information. Should additional information become available this report will be updated.